Manufacturer narrative:
(B)(4). Batch manufacturing records of nw843/v9002 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Investigation summary: results of retained samples were reviewed and no discrepancy was observed for knot pull tensile strength testing. Results for knot pull test were complying. The complaint is related to breakage suture, knot pull tensile strength test is applicable and is a measurable parameter. Five retain samples were subjected to knot pull tensile strength test to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found meet the usp average knot pull tensile strength requirement. All the individual as well as average knot pull values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Event description:
It was reported that the patient underwent hysterectomy on an unknown date and suture was used. During the procedure the doctor found that while putting knot suture was broken. There were no adverse patient consequences reported.